Manufacturer narrative:
The manufacturer has completed the investigation for a ventilator that was allegedly in use when a patient expired. The ventilator was not returned to the manufacturer for evaluation. The device's downloaded event logs were sent to the manufacturer for review. The device maintains the event logs in non-volatile memory. An event, as logged by the device, includes every keypress, alarm or failure of the device to remain within specifications. There were no events logged related to device performance or device malfunctions. If a device malfunction occurred, the event logs would have contained entries related to the malfunction. On the reported day of the event, (B)(6) 2017, at 04:08:51 local time the ventilator began alarming for a patient circuit disconnect condition. The alarm had a duration of 1484 seconds (approximately 25 minutes) until it was acknowledged at 04:33:25 local time as evidenced by an alarm silence/reset keypress. At 04:33:45 local time the device began alarming for a second patient circuit disconnect condition. The alarm had a duration of 918 seconds (approximately 15 minutes). The alarm was acknowledged at 04:49:02 local time as evidenced by an alarm silence/reset keypress. At 04:49:13 local time the ventilator alarmed for a third patient circuit disconnect condition. This alarm had a duration of 142 seconds (approximately 2 minutes) until the ventilator was manually powered off at 04:51:35 local time. The ventilator was not powered on again until 15:12:59 local time on (B)(6) 2017. Based on the device's downloaded event logs, the manufacturer concludes the ventilator operated and alarmed as designed and did not cause or contribute to the reported event. The event appears to have been caused by prolonged patient circuit disconnect conditions.

Event description:
The manufacturer received information alleging a patient expired while using a ventilator. The manufacturer is currently investigating the reported event and a follow up report will be filed when the investigation is complete.